Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was performed, and it was reported today that all four medial va 2.7 locking head screws fixed with the va clavicle plate have broken. Removal of the broken screws and revision surgery with a new plate is required.

Manufacturer narrative:
Additional information has been received, the previously reported event under mrn 8030965-2025-00289 is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent under mrn 8030965-2025-00289.